Event description:
It was reported that during a surgical procedure, the handpiece showed a homing failure warning. The customer tried unplugging the handpiece and plugging back in, failing again. The system was re-started but the failure was not fixed. The handpiece was replaced and it works without any problem. No surgical delay or patient injury was reported. Results of the investigation have concluded that the drill guide support on the handpiece was bent, which makes it a reportable event.

Manufacturer narrative:
H10 h3, h6: the device, used in treatment, was not made available to the designated complaint unit for investigation. Thus, visual inspection could not be completed. It was reported that they used a new handpiece during surgery and received a homing failure warning. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found no similar reports, this issue will continue to be monitored. Functional evaluation was completed by the service team. It was confirmed that the drill guide support was bent, which would have caused the reported homing issues.